Manufacturer narrative:
Product analysis: the printer was confirmed to have a status of "overheated." The programmers display was found to be damaged, and had unresponsive areas. Two hinges were found to be broken. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's printer was not working. The programmer was returned for service. There was no patient involvement. The programmer tested out of specification during manufacturer's analysis.